Event description:
It was reported to boston scientific corporation that a resolution clip was used in the colon during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the clip would not be deployed. They had to tear the tissue to remove the device, which resulted in bleeding. The device was changed, but there was no information as to what device was used. It is unknown if any intervention was performed to treat the bleeding caused by this problem. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1 (initial reporter address 1): (B)(6). Block h6: imdrf patient code e0506 captures the reportable event of bleeding. Imdrf patient code e2015 captures the reportable event of tissue damage. Imdrf impact code f12 captures the reportable event of serious injury. Imdrf device code a15 captures the reportable event of clip unable to deploy.